Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 160 mg/dl. Customer stated the drive support cap appears normal. Customer was unable to complete pump rewind due to pump alarm. Customer did not receive an motor position encoder error alarm. Advised customer to remove battery to prevent continued alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis. The device will not be returned for analysis.